Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed. There were no anomalies noted. The proximal conductor was distorted at 32 cm and there was blood noted in/on helix/lobe mechanism.

Event description:
It was reported, that during the implant procedure that positioning/fixation difficulty was experienced and there were high thresholds. The device was not implanted. No patient complications have been reported as a result of this event.